Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead did not pass guidewire insertion testing at 160 millimeters (mm) from the terminal pin. Measurements throughout the remaining tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was subsequently explanted and replaced. No adverse patient effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.